Event description:
It was noted that prior to starting a da vinci surgical procedure, it was noted that a broken cable was observed on the mega suturecut needle driver instrument. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instruments grip cables were broken. One grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit any damage. The cable segment stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported broken cable if to recur could cause or contribute to an adverse event.